Event description:
It was reported that this right ventricular (rv) lead was explanted due to an unspecified infection. It is unknown if a new lead was implanted. No additional patient adverse effects were reported. It is unknown if this lead will be returned to boston scientific for analysis.